Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. Actual device mentioned in the complaint was omnispan meniscal repair 12 degree where it was stated that the first implant was deployed, was not returned for evaluation. The device return was omnispan meniscal repair 27 degree. The complaint device was received and evaluated. Visual observation reveals that both the implants were present in the needle but the first implant has moved close to the second implant in the needle. This complaint can be confirmed. However, a definite root cause for this failure cannot be determined since the complaint description does not have any information about this device. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a meniscal repair surgical procedure with meniscal suture, it was observed that the omnispan meniscal repair 27 deg and meniscal deployment gun did not work properly while in use together. According to the reporter, both devices did not work accordingly to their purposes. It was further reported that during the surgery performed, it was expected two shots of using this device but the device could not performed the second shot (carried out). It was reported that it might have been that the pistol being jammed. It was reported that the first implant was removed and did not cause tissue damage. It was reported that the first implant did penetrate the meniscus. It was reported that the surgeon used the same location to complete the procedure. It was reported that there were no implants used as the surgeon used another suture. It was reported that the procedure was completed with another suture. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The device code was incorrectly documented in the initial report and has been updated accordingly. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.